Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 543 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged a history/settings (auto off) issue with the pump. Troubleshooting by animas customer support revealed the patient¿s issue with the pump and the resulting hyperglycemia was associated with a training/misuse issue; no pump malfunction was indicated. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with training/misuse.